Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jul2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The oxygen flow sensor u1 on the customer returned gds had an offset that caused the airflow accuracy test to fail at the 10 lpm test point and the oxygen flow accuracy test to fail at the 0 lpm test point. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that when the oxygen flow setting was 0 slpm, the device indicated the value of 1.8 slpm. There was no patient involvement.